Event description:
Reportedly, the egm real time was started in tab "test egm". It was impossible to end the test because the "start" button was grey. After few minutes, the "stop" button appeared.

Manufacturer narrative:
Reportedly, during an ICD interrogation performed on (B)(6) 2024, it was impossible to stop an egm real time test. The "start" button was greyed out, and no "stop" button was displayed. Data analysis confirmed the reported event. The root cause of this behavior could not be identified with certainty based on available information. It is most probably related to a wrong thread management (two concurrent tasks trying to run at the same time and to access the same process). When launching a real time test by pressing on ¿start¿ button, a notification is sent to the graphical user interface (gui) to gray out the button. After a few seconds of data recording, the ¿stop¿ button should be displayed instead to end the test. It is suspected that the notification of real time test launch was not received by the graphical user interface (gui), therefore the ¿start¿ button remained grayed out. ¿ it should be noted that this issue does not impact the ICD operation itself. This case is recorded for trend purpose.

Event description:
Reportedly, the egm real time was started in tab "test egm". It was impossible to end the test because the "start" button was grey. After few minutes, the "stop" button appeared.